Event description:
It was reported that the reactiv8 system was explanted due to a possible infection of the implantable pulse generator (ipg) incision. The patient reportedly passed out and fell, resulting in an ipg incision opening. It was not confirmed if the patient developed an infection. The doctor used too much tension during the explant procedure while advancing the sheath on the right lead, which caused a fracture. The right lead fragment was left inside the patient at the doctor's discretion. The ipg and left lead were removed without any issues. There was no report of patient harm or injury. The device manufacturing and sterilization record was reviewed. No nonconformance's were found.

Manufacturer narrative:
Mml#: (B)(4). B2-other: suspected infection. Other devices explanted: model: 8145, description: percutaneous stimulation lead, serial number: (B)(6), UDI#: (B)(4). The device was returned for evaluation, and there is no allegation against its performance. The pgi passed the functional testing. The leads were damaged during the explant, so functional testing could not be performed. No non-conformance's were found on both the ipg and the leads.

Event description:
It was reported that the reactiv8 system was explanted due to a possible infection of the implantable pulse generator (ipg) incision. The patient reportedly passed out and fell, resulting in an ipg incision opening. It was not confirmed if the patient developed an infection. The doctor used too much tension during the explant procedure while advancing the sheath on the right lead, which caused a fracture. The right lead fragment was left inside the patient at the doctor's discretion. The ipg and left lead were removed without any issues. There was no report of patient harm or injury. The device manufacturing record was reviewed. No nonconformances were found.

Manufacturer narrative:
Mml#(B)(4). B2-other: suspected infection. Other devices explanted.: model: 8145. Description: percutaneous stimulation lead. Serial number: (B)(6)/ (B)(6). UDI#: (B)(4) / (B)(4).